Event description:
It was reported that the lead showed a gradual increase in in pacing impedance since implant. All other measurements were in range. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.